Event description:
The customer reported via phone call that there were several no delivery alarms on their insulin pump. The customer also reported losing their settings and diminished battery life. The customer's blood glucose was 160 mg/dl at the time of incident. Customer also reported resolving the alarms with a complete set change. The customer declined to return their infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.